Event description:
During the removal of a power port, the hemostat that was clamping the patient's port broke. The nurse specialist successfully located and removed the broken piece of the hemostat from the patient's body. The patient was not injured. Up until four years ago, the hemostats were etched with the date of purchase and this particular hemostat has an etched date, but etching is not legible. The hemostat was inspected visually before packaging into the procedure kit, but the fractured jaw would not be visible with this type of inspection.